Event description:
A falsely elevated troponin I result of 1.04 ng/ml was obtained on a pt sample. The result was reported to the physcian. The sample was retested on the same analyzer and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was problems with the optics, the transducer and a leak in the sample probe tubing.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was problems with the optics, the transducer and a leak in the sample probe tubing. A dade behring field rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.